Event description:
The following has been reported: biomed reported: does not recognize secondary port. 2/20 - biomed reported: for pump 2215401649 it has been clean with a new set it is still not recognizing a second port an initial review of the device logs reveals the following: sensor hardware failure (set ID sensor) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. During investigation, the complaint was not confirmed. The device was returned for sensor hardware failure (set ID) but this could not be replicated. The pump was ran through final acceptance testing and passed. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present and that the set ID/bubble detector was functioning properly. The pump was reverted to manufacturing mode and passed set ID testing 3 times without any trouble. The pump was then reverted back to clinical mode and ran for ~15 hours. ~10 hours at a rate of 500ml/hr and then ~5hrs at a rate of 14ml/hr. Despite these stresses the pump completed this infusion without incident.